Event description:
It was reported that patient that had generator recently replaced was experiencing high impedance. X-rays were taken. Device history records were reviewed for the lead. The lead passed all specifications and sterilization prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Anterior/posterior chest and neck and lateral neck x-rays were received and reviewed. The x-rays were provided after report of high impedance. The generator placement was assessed to be placed correctly in the chest and per labeling. The lead pin cannot be seen inserted past the connector block and appears to be backed out further than expected. The filter feed thru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend and loop cannot be confirmed due to the quality of the image. Two tie-downs also cannot be confirmed. A second set of electrodes from a previous explant is seen in the ap x-ray image. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance is likely due to incomplete pin insertion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.

Event description:
Information was received that the high impedance was resolved by re-inserting the lead pin. Generator was replaced due to battery depletion. Explanted device was requested for return but has not been received to date. No other relevant information has been received to date.

Event description:
High impedance was reported to have been seen again. No known surgical intervention has occurred to date.

Event description:
The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release.

Event description:
The mother noted that the patient's seizures have increased recently and had a head injury due to this.